Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level as their bg did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if any issues arose again. Customer acknowledged and understood the instructions given.